Manufacturer narrative:
Additional information: b5, d4, d9, g3, h2, h3, h4, h6, h11. One bi-directional, curve d-f, sensor enabled, advisor hd grid x mapping catheter was received for evaluation. The catheter had no contamination noted on the device. The catheter deflected in both directions when actuating the steering mechanism with no resistance or functional anomalies noted and the curve dimensions met specifications. The catheter met acceptable irrigation rates during a flow test with no anomalies noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on information within the communications hub, artmt600333031 ver. A, advisor hd grid x mapping catheter, sensor enabled instructions for use (IFU) states, ¿the catheter must be connected to a commercially available irrigation system using standard luer fittings.¿ the cause of the reported contamination issue remains unknown. The cause of the reported improper method is consistent with not following the instructions for use.

Event description:
During an atypical flutter in a fontan chamber, a thrombus was noted on the advisor hd grid x catheter. Imaging was performed prior to the case to exclude any preexisting thrombus. When the fontan chamber was mapped, it was noted the chamber on transesophageal echo was large with poor, slushy blood flow. It is alleged that the thrombus was due to this and not the catheter. The thrombus was resolved by rinsing the catheter with saline. There were no adverse patient consequences. During the procedure gravity was used for irrigation instead of an infusion pump as per the instructions for use of the device.

Event description:
During an atypical flutter in a fontan chamber, a thrombus was noted on the advisor hd grid x catheter. Imaging was performed prior to the case to exclude any preexisting thrombus. When the fontan chamber was mapped, it was noted the chamber on transasophegeal echo was large with poor, slushy blood flow. It is alleged that the thrombus was due to this and not the catheter. The thrombus was resolved by rinsing the catheter with saline. There were no adverse patient consequences.

Manufacturer narrative:
Corrected information: g3, d2b. The device product code for advisor¿ hd grid x¿ mapping catheter, sensor enabled is mtd.